Manufacturer narrative:
After a thorough review of the information received from the customer, it has been determined that this reported event does not meet the criteria for reporting as a serious injury and this report was filed in error. There was no patient harm, medical intervention, or details reported by the customer which indicate the patient was in substantial risk of a serious injury at the time of the event. If additional details are received, the reportability decision shall be re-evaluated.

Manufacturer narrative:
The reported issue has been confirmed and a CAPA-crp-03163 has been initiated to further investigate. In addition, the reported device is part of a recall, event-2023-05729/res 93075. Please refer to the recall for additional details.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per an online discussion board, the customer reported that their facility uses alaris infusion pumps and they had multiple reports last week regarding incorrect volume detection, incorrect rates of delivery, and backflow into syringes. Upon investigation of these events it was identified that they had received new syringes distributed by cardinal health labeled as monoject syringes. They were different from their previous covidien monoject syringes with respect to barrel size, plunger length, dead space volume, and space between the volume.